Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was fractured approximately 132.0 cm from the proximal end; the fractured distal tip was on the packaging mandrel. Conclusions: evaluation of the returned device confirmed that the distal tip of the lantern was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the distal tip of the device is pinned on the mandrel while trying to remove the device from the mandrel, damage such as this may occur. Lantern devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the scrub technician removed the lantern delivery microcatheter (lantern) from its packaging, then proceeded to remove the mandrel from the tip of the lantern and noticed that the tip of the lantern came off with the mandrel. The damaged lantern was found prior to use and was not used for the procedure. The procedure was completed using a new lantern.